Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and the usb cable could not charge the pump battery. Customer changed the cable to resolve the issue. Customer's blood glucose was within range (value not provided).